Event description:
The doctor reported the abutment screw fractured.

Manufacturer narrative:
Visual inspection confirmed that the abutment screw thread fractured. No order number or lot number was provided so no review of product records could be performed. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.